Event description:
It was reported the side port was easily accessed using a 25 gauge non-coring needle during a pump refill appointment on (B)(6) 2014. It was noted using a 3ml syringe, approximately 0.4ml of clear cerebrospinal fluid (csf) was easily aspirated and then the flow stopped. It was further reported after applying increased force to the syringe, there was a sudden release of resistance and then a great flow of csf and a total of 3ml of csf were aspirated. It was also reported there were a few small flecks of particle matter in the csf. The needle was then removed and then the reservoir port was accessed. It was noted the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 7.25ml and the erv was 4.6ml. No troubleshooting or interventions were required since good flow was obtained at the end of aspiration. The pump was refilled with 40ml of baclofen 1000 mcg/ml and reprogrammed to deliver 454 mcg/day in a flex mode with a 4 mcg/hr basal rate and 45 mcg boluses every 3 hours. A priming bolus was also programmed (0.152 ml over 10 minutes) to refill the intraventricular catheter. A review of the logs showed no activation of pump alarms. It was further reported the patient¿s therapists and caregivers had noted tone control with episodes of increased tone that lasts for varying lengths of time. The patent¿s elective replacement indicator (eri) was in six months. It was noted the cause of the discrepancies was a possible catheter obstruction as the side port tap showed some resistance with some particle matter and sudden release of resistance. The side port tap was done the same day, but prior to the pump refill. The cause of the csf flow stopping and the s mall specks in the csf was unknown. It was also unknown to the hcp as to how the patient was doing now. The pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).